Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 355 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, the pump supplies were in use for more than 2 days with humalog insulin and the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.